Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.25 x 15 mm nc trek was used successfully for pre-dilatation. After stenting, the nc trek was attempted for use for post-inflation; however, it was noted that the hub of the catheter was detached. The procedure was completed with other balloon catheter without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.